Manufacturer narrative:
It was reported that this valve was explanted due to regurgitation with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. However, it appears that the patient's regurgitation was likely caused by the calcification of the valve. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years and ten (10) months, was explanted due to severe bioprosthetic mitral valve regurgitation. The operative report documents calcification of the valve. The device was replaced with another edwards bioprosthetic valve. No complications were reported.